Event description:
A report was received that the patient underwent a revision procedure in which one of the two implanted leads was replaced. The patient experienced inadequate stimulation in the right leg. High impedances were observed on the lead and after many reprogramming sessions, were not resolved, the physician elected to replace the lead.

Manufacturer narrative:
Additional information was received that the replaced lead was the model: sc-2218-50, sn (B)(4), which was analyzed. Model: sc-2218-50/sn: (B)(4): the complaint of high impedance was confirmed. Visual, microscope, and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The fractured cables at the clik anchor site resulted in the reported complaints.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17396423.

Event description:
A report was received that the patient underwent a revision procedure in which one of the two implanted leads was replaced. The patient experienced inadequate stimulation in the right leg. High impedances were observed on the lead and after many reprogramming sessions, were not resolved, the physician elected to replace the lead.